Event description:
It was reported that during an implant when placing the rv lead at mid septum, there was no sensing and then the physician changed the position to the lower septum and the sensing was still not good so the physician repositioned to higher septum and placed the lead, but the lead helix was unable to extend. The decision was made then to change the lead. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of no sensing was not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be extended and clogged with blood. No anomalies were noted to the lead body. X-ray analysis found the inner coil at the connector region to be over-torqued. Electrical testing did not find any indication of conductor fractures. Shorting between conductor paths was noted due to the over-torqued inner coil consistent with damage occurring at time of procedure. After cleaning the helix was able to be extended and retracted by applying torque directly to the inner coil meeting device specification. The reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.